Event description:
It was reported that a patient's right ventricular lead exhibited noise reversion, which led to oversensing. The patient has been described as stable, and they will be monitored for the time being.

Event description:
It was reported that a patient's right ventricular lead exhibited noise reversion, which led to oversensing. The patient has been described as stable, and they will be monitored for the time being.

Event description:
New information notes that the right ventricular lead was explanted and replaced on (B)(4), 2022. The patient was stable throughout the procedure.